Event description:
The injection sites are sore/swollen; the cheeks loo puffy; cellulitis (injection site cellulitis). Rha4 in to midface/cheek (off label use). United states report received from physician on 14-feb-2023 and refers to a female patient of unknown age had received rha4 on an unknown date in (B)(6)2023 (as reported three weeks ago) for unknown indication. 0.4 ml of rha4 into mid face and cheeks (each cheek) using an unknown injection technique. It was not reported if the needle was used from the box and cannula was used for rha4 administration. No past drugs and medical history were provided. Concomitant medications and food supplements were not provided. On an unknown date in (B)(6)2023 (as reported three weeks ago), the patient was injected rha4 into the midface with 0.4 ml of rha 4 in each cheek. There were no issues for the first two weeks. During third week (on an unknown date in (B)(6)2023), the injection sites were sore/swollen and tender. The cheeks look puffy when the patient smiles. The patient does not have a history of filler use. It was reported that, there were no issues palpating the injection site two weeks following injection. On (B)(6)2023, as a treatment, the injector prescribed keflex last night and patient started the antibiotic therapy around 8 pm for suspected cellulitis. The outcome of the event was not recovered. The intensity of the events was not provided. It was not reported if product was available for return. Health effect - clinical code: e172002, cellulitis. Health effect - device code: a2304, off-label use. No additional information was available at the time of this report. Case comment: a causal relationship between the rha4 and reported suspected cellulitis is assessed as possible based on the compatible temporal relationship, the potential seriousness and lack of alternative etiologies that can be identified based on the reported information being limited. Note should be made that the cause of cellulits is highly unlikely related to the rha4 itself but rather a complication of injection procedure and that skin being exposed to pathogens that cause cellulitis directly. On 13-jun-2023, a program expert from the medical device reporting (MDR) team at the FDA suggested that we complete updated submissions, where the "uf/importer report #" is corrected. This case was submitted on 02-mar-2023 using the incorrect "uf/importer report #", 3005975625-2023-00007. This is an initial submission to the correct "uf/importer report #", 3007772056-2023-00007. The original date of submission of 02-mar-2023 within section f11. Was updated to 14-jun-2023.